Event description:
It was reported through a scientific article that a vns patient was treated in with a CPAP for obstructive sleep apnea while being in a sleep study. The vns stimulator was not turned off before undergoing sleep testing, although vns settings were not changed during the study. Some respiratory events on their baseline studies were vns-related and were resolved by CPAP. Moreover, the patient was unable to tolerate CPAP and CPAP was discontinued.

Manufacturer narrative:
Age at time of event, sex; corrected data: inadvertently did not include this information on the initial report.

Event description:
Additional information was received on (B)(4) 2012, when the author of the article stated that she no longer has access to any of the information about the patients in the article as she is no longer at that facility.

Manufacturer narrative:
(B)(4).